Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were three ventricular nst<=200 ms between (B)(4) 2008 07:23:52 and (B)(4) 2008 10:58:52. Evaluation summary: (B)(4): the partial lead in segments was returned to the manufacturer and analyzed and no anomalies were found. The defibrillation conductor was distorted. There was blood/body fluid on the outer tubing overlay and the outer tubing was kinked/buckled. The outer tubing overlay had cosmetic environmental stress cracking (esc) and the outer tubing esc was breach/breach (non-electrical.) The outer insulation had cosmetic depression. There was blood in/on the helix/lobe mechanism. The lead was stretched and had apparent explant damage.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Sensing - oversensing: there were three ventricular nst<=200 ms between (B)(6) 2008, 07:23:52 and (B)(6) 2008, 10:58:52.

Event description:
It was reported that soon after implant, the right ventricular (rv) lead had low r-waves and from time to time t-wave oversensing (twos) and also detection of short ventricle-ventricle (v-v) intervals in short interval counter (sic), although not at alarming levels. Therefore the rv lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.